Manufacturer narrative:
One video taken by the customer verifies a leak from the male luer. The male luer cap in the video is not a water tight cap. Due to no sample being returned, no investigation can be conducted and the root cause is unknown. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that the bd alaris smartsite pump infusion set had leakage. The following information was provided by the initial reporter: while trying to hang blood, blood tubing leaking at the hub where tubing connects to patient¿s IV. Unit of blood had to be wasted while looking for tubing to work. Went through 4 different tubing sets to fine one that did not leak at hub. Another kettering facility had primary IV tubing that was leaking at the same hub. Blood tubing lot unit 25075264 is leaking at hub site. When using blood tubing prime with normal saline and monitor hub closest to the patient for leaks. Material is having that lot pulled and working to get tubing replaced.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.